Event description:
Nurse tried to activate the safety device on a safetyglide needle while saetyglide needle was not attached to a syringe. Nurse reported that device stuck, and she sustained a needle stick to her right finger.